Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise which resulted in several false automode switch episodes. The noise was able to be reproduced by lifting the patient's left arm over their head. No device intervention was performed. No other consequences were noted. The patient will continue to be monitored.